Event description:
The device was used in a low anterior resection. It was reported, after tying the purse string, the cdh29 was inserted and fired. A donut was created at only the distal end of the proximate side of the anastomosis. The distal donut did not cut, nor did any staples form on either side. The device instrument side was excised from the pt. The initial site was approximately 4 cm from the anus and the surgeon dissected more to access enough tissue for a second anastomosis. This extended the procedure about two add'l hrs. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h3,4,6;g4: added additional info. D6; device returned with no lot ID. Conclusion: no conclusion could be reached as to what may have caused the reported incident. The instrument was tested and fired and formed staples as designed around the entire staple ring. Additionally, there was a good cut on the test media. The incident that occurred during surgery could nto be recreated. Based on the info provided on the clinical follow-up, it appears possible that the anvil may not have been locked properly onto the trocar. If the anvil had been attached properly, it would have remained attached to the trocar upon removal. Additionally, if the anvil is not locked securely onto the instrument, it may not provide the cutting surface needed to a cut through both proximal and distal donuts. This would also contributed to malformed staples as the staple would not adequately align against the anvil pockets for proper staple formation. Comments: mfg and engineering have been notified of the reported incident.